Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on-site at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a defective liquid crystal display. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a defective display was confirmed but not reproduced during product evaluation. The root cause was assigned to defective main display. The main display was replaced to fix the reported condition. Additional information: this involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.